Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open esophagus resection, there was a poor staple formation. The staples were not formed correctly. They were not closed. The staple line was incomplete. They reloaded the stapler, but the second staple line was also incomplete and the staples were malformed. Staples fell into the cavity and were all retrieved. They oversew to fix the staple line. The procedure was extended by one hour more.